Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a tear in the black power cable, exposing the inner wires, was confirmed via evaluation of the returned system controller (serial number: (B)(6)). Visual inspection of the returned controller revealed a tear in the black power cable near the strain relief on the controller side of the cable, exposing the underlying wires. A slight kink in the power cable was also observed at the location of the tear. The damage did not affect the functionality of the controller during testing. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The log file downloaded from the returned controller contained approximately 28 days of data (28jan2020 ¿ 04feb2020 per the timestamp). The driveline was disconnected on 04feb2020 at 13:58:58 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: damaged strain relief (connector side). Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU)under section 7 ¿alarms and troubleshooting¿ contain a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate iii patient handbook under section 10, entitled ¿safety checklists¿ provides guidelines for routine inspection of the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per ventricular assist device (vad) coordinator that the patient presented with a tear in the black power cable of his controller, exposing the inner wires. The system controller exchange was performed without issue. Affected controller will be returned for evaluation. No further information was provided.